Event description:
Zoll customer support contacted a (B)(6) female pt to exchange her belt. The pt's download revealed multiple 'gel previously released' flags without an actual prior gel release, indicating a potentially damaged cable. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem ('gel previously released' / potentially damaged cable) has been confirmed. Upon eval, the cable connecting the rear therapy electrode (te) and the distribution node (dn) was pulled from the dn strain relief, damaging internal wires. The cause of the 'gel previously released' flag is the damaged cable and internal wires. The root cause of the damaged cable and wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The pt received a replacement electrode belt.